Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing of multiple infusion sets. There was no reported impact to the customer's blood glucose level. Customer performed supply changes to address the issues.